Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. It was reported that while using a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, bleed back was observed. The reporter noted that there was no evidence of damage/separation of the valve from the sheath on the outside, the bleed back was evidence of some kind of internal damage to the valve. The vizigo sheath was replaced and the procedure continued. There was no patient consequence. Additional information was later received indicating there was no visible, physical damage. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body and the issue did not require percutaneous or surgical removal. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost is unknown. The sheath was exchanged quickly and blood loss was minimal. No medical intervention required to stop the bleeding.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. It was reported that while using a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, bleed back was observed. The reporter noted that there was no evidence of damage/separation of the valve from the sheath on the outside, the bleed back was evidence of some kind of internal damage to the valve. The vizigo sheath was replaced and the procedure continued. There was no patient consequence. Device evaluation details: on (B)(6)2022, the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed the absence of the hemostatic valve of the vizigo sheath. The brim cap and the silicone ring were placed in the correct position and found in good condition. A device history record was performed for the finished device and no internal actions related to the complaint were found during the review. Based on the information currently available, a visual examination of the returned product indicates the absence of the hemostatic valve that could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve which suggests that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)